Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two appropriate treatment and two inappropriate treatments. The device was started up at 00:34:11 on (B)(6) 2024. At 02:00:07, an arrhythmia was detected. ECG shows nsvt. At 02:00:37, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. The post shock rhythm was sinus bradycardia @ 40 bpm with nsvt. At 02:18:38, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 02:20:21, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 260 bpm. The post shock rhythm was af/sinus bradycardia from 140-50 bpm with motion artifact. At 02:39:47, an arrhythmia was detected. ECG shows vt @ 260 bpm with sinus capture beat. At 02:42:33, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. The post shock rhythm was asystole with intermittent cardiac activity and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 02:43:00, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Patient was in a non-life-sustaining rhythm. Rhythm at the time of treatment was asystole with intermittent cardiac activity and motion artifact. The post shock rhythm was sinus bradycardia @ 40 bpm with motion artifact and pvcs. The device shutdown at 02:50:26 on (B)(6) 2024.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.